Manufacturer narrative:
The reported failure of error code e059 (evt_battery_not_charging_fault) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h298104812075 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that the trilogy evo device had a ventilator service required alarm. No death. No serious harm or injury was reported. The device was returned to the service center. During the evaluation, the vent service required alarm was confirmed. The service technician observed error code e059 (evt_battery_not_charging_fault) in the error log, indicating a malfunction occurred during charging of the internal battery. To resolve the issue, the internal battery was replaced. Additionally, not related to the reportable malfunction, the blower assembly was replaced due to noise, and the air inlet foam filter and particle filter were replaced for preventative maintenance. The final test, battery check, valve check, run in tests, and cleaning were performed and confirmed that the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.